Manufacturer narrative:
Examination of the returned used device, item aes-90sn confirmed the reported problem and found the device electrode tip dislodged. Dislodged electrode tip was not returned by the customer. The most likely probable cause as, defined by the risk management file, is that the user uses a probe to pry and manipulate hard and soft tissue, exposing the distal tip to undue force and stress. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 2 devices for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 66 complaints, regarding 68 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: maintain the probe tip, including the return electrode, in the field of view at all times. Injuries to the patient may result from inadvertent activation or movement of an activated probe outside the field of view. Do not activate the probe while any portion of the active or return electrode is in contact with another metal object, including the scope; localized heating of the electrode and the adjacent metal object may result in product damage and/or injury. Electrodes and probes of monitoring, stimulating, and imaging devices can provide paths for high-frequency currents even if they are battery-powered, insulated, or isolated at 50/60 hz. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
This complaint was created due to the receipt of a health authority report (sukls119043/2023) on 23may23. The current complaint database has been researched for this event and there were no findings. The report was found to be written against device, aes-90sn, aes-90sn probe assy,suct,sin. It was stated that the device was being used during an right shoulder joint, arthroscopy decompression procedure that occurred on (B)(6) 2023. The report stated, ¿during the operation, the metal (coagulation) working part of the radiofrequency probe fell in the patient's right shoulder joint. After a few minutes, the fallen part was found and completely removed from the shoulder joint.¿. There was no report of injury, medical intervention, or hospitalization for the patient. The report translation states, ¿without deterioration of health¿. The procedure was completed with a same-like device with a 5-minute delay. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Event description:
This complaint was created due to the receipt of a health authority report (B)(4) on 23may23. The current complaint database has been researched for this event and there were no findings. The report was found to be written against device, aes-90sn, aes-90sn probe assy,suct,sin. It was stated that the device was being used during an right shoulder joint, arthroscopy decompression procedure that occurred on (B)(6) 2023. The report stated, ¿during the operation, the metal (coagulation) working part of the radiofrequency probe fell in the patient's right shoulder joint. After a few minutes, the fallen part was found and completely removed from the shoulder joint.¿. There was no report of injury, medical intervention, or hospitalization for the patient. The report translation states, ¿without deterioration of health¿. The procedure was completed with a same-like device with a 5-minute delay. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet received.